Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s device needed to be ¿tweaked.¿ the patient had tried to make adjustments with their programmer. It was later reported that the patient was not having any issues with the device. It was working well and the patient was happy with the results. Additional information was received and it was noted that patient inquired about reprogramming as the device had lost effectiveness.the patient indicated that they had tried making adjustments to stimulation before the call, but the lack of therapy did not resolve. The issue was not reported to have been sudden. It was late reported that the battery dying led to the loss of therapy. Patient had plans to replace the battery, as the loss of therapy had not been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device needed to be "tweaked." The patient had tried to make adjustments with their programmer. It was later reported that the patient was not having any issues with the device. It was working well and the patient was happy with the results. Additional information was received and it was noted that patient inquired about reprogramming as the device had lost effectiveness. The patient indicated that they had tried making adjustments to stimulation before the call, but the lack of therapy did not resolve. The issue was not reported to have been sudden. It was late reported that the battery dying led to the loss of therapy. Patient had plans to replace the battery, as the loss of therapy had not been resolved. No further complications were reported.